Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, broken end cap, loose drive support disk, cracked case at the display window corners, cracked case at the reservoir tube window corners, broken belt clip slot, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the bottom of the insulin pump came off. The customer's blood glucose was 156 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.